Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the power supply unit (psu) was not operational. The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was inoperable. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral power supply unit was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported no power output from the power supply unit (psu). Based on all available evidence and complaint investigations of a similar nature, the reported psu failure was most likely due physical damage to the dc connector mechanical cable assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was inoperable. There was no patient injury reported as a result of this incident.